Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an alarm occurred during the load process. Reportedly, the user could not verify the alarm number in the pump history. There was no impact to the user's blood glucose level. The user successfully loaded a new cartridge.